Event description:
It was reported via phone call that the up arrow button on the insulin pump was not responding. Customer stated that during a bolus attempt the numbers starter ramping. Customer removed and reinserted the battery and then none of the buttons were responding. Blood glucose value was 7.9 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected scrolling of numbers noted. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and broken battery tube threads.